Manufacturer narrative:
Correction: initial reporter information updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9733823r, serial/lot #: unknown, ubd: unknown, UDI #: unknown. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that the microscope cable was bad; there was no connection to the microscope. The navigation system showed a green line to the microscope but the camera could not see the tracker. There was no patient present when this issue was identified. The issue was solved by changing the cable. It was suspected that the cause of the issue was the connector was damaged.